Manufacturer narrative:
H.6 investigation summary the complaint of "contamination" was received against instrument phoenix ap material number: 448010, serial number: (B)(6). Bd field service engineer(fse) was dispatched at the site, panels and dispenser was disassembled, decontamination procedures were completed and replaced all consumables.instrument was found to be operational and released to the customer for regular use.this complaint is an unconfirmed failure of the bd product.the root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported.samples were reviewed in the form of log files and no instrumental errors were observed.bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that bd phoenix¿ ap have inconsistencies in the results and suspects contamination of the instrument. The following information was provided by the initial reporter: the customer complains of inconsistencies in the results and suspects contamination of the instrument.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ ap have inconsistencies in the results and suspects contamination of the instrument. The following information was provided by the initial reporter: the customer complains of inconsistencies in the results and suspects contamination of the instrument.